Event description:
It was reported to covidien on 10/09/2009 that a customer had an issue with a hemodialysis catheter. The customer reports the patient had the catheter placed in 2009 and at the 4th dialysis treatment, 12-15 mins into procedure, the patient had a respiratory arrest. The patient developed cerebral anoxia and expired approx 3 weeks later. The customer is questioning a delayed hypersensitivity to the heparin coating on the catheter.

Manufacturer narrative:
Submit date: 10/27/2009. An investigation is currently underway. Upon completion, the results will be forwarded.